Event description:
The complainant reported these tubes (which the complainant referred to as super pubic tubes) are pale yellow in color and remain that color throughout the one-month usage. When the complainant received their current supply of the product, the complainant received three tubes. The first tube was used and it appeared normal throughout the usage. After using the second tube for approximately 2 1/2 weeks, it turned dark green. The tube the complainant is currently using turned green after 7 days. The complainant called bard in georgia and spoke with someone in quality control. Complainant does not know who they spoke with. That person told them that they shouldn't use it if it turns green and this was the second report they have received regarding the tube turning green. The qc person asked them if they have changed their medication and they replied they had not. Complainant stated they are a paraplegic and have used this product for 30 years without any problems. The catheters are sealed in a wrapper. Within the wrapper is a sleeve which contains the catheter. Complainant does not have the wrappers for any of the tubes.